Manufacturer narrative:
(B)(4). D10: cat# 010000663 lot# j8079099 g7 pps ltd acet shell 52e. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat properly. A new liner was used successfully. Attempts have been made and no further information has been provided.